Manufacturer narrative:
Ear syringing is a common clinical procedure in primary health and there are many at home syringes available.

Event description:
Patient used product as directed in right eye first and stated that it felt aggressive. Then used product in his left ear and stated that the product perforated his left ear drum. Patient went to urgent card the next day. The urgent care cleaned a wax pack at the left ear drum. He said he could not see a perforation but that did not mean there wasn't a small one. He prescribed 500mg amoxicillin so that the middle ear did not get infected and referred me to an ent specialist. Patient visited the ent specialist on (B)(6)and he stated that the perforation has healed and to be very gentle with both ears for a few weeks while everything heals up.